Manufacturer narrative:
Analysis was able to confirm the customer comment that the connector port was damaged. It was noted that the capacitor was damaged on the main printed circuit board (pcb), on/off button on keypad was out of specification mechanical, encoder assembly and one knob were contaminted, label was damaged, main seal was pinched, display wires were pinched, wire insulation was exposed, and three case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passes all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) port was damaged. The epg was returned for repair. There was no patient inv olvement.